Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Images was provided and the following is observation made: the mld (minimum luminal diameter) of patient's left access vessel was less than 5.5mm (undersized, per design requirement, the mld must greater than 5.5mm). However, undersized vessel was likely not related to the reported event as the bent strut was observed before the crimped valve entering the artery per complaint description. One (1) bent strut was observed at the inflow side. The complaint frame damage was confirmed per provided imagery. No potential manufacturing non-conformance were identified. Review of the DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'during insertion of the delivery system resistance was met at the mid-point of the esheath that was at the arteriotomy. The loader was fully inserted into sheath. Due to sheath angle outside of the artery the valve frame appeared to be bent. The team did not feel this was an issue with the equipment but rather an issue with the entry angle of sheath, the delivery system angle and anatomy.' Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it was possible that resistance was encountered during delivery system (with crimped valve) advancement. Subsequently, the device may have been manipulated to overcome the resistance, which could have resulted in bent strut. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a tavr via the carotid approach, there was resistance between the 23mm sapien 3 ultra valve/commander and the 14fr esheath. The valve frame was bent and there was a small tear on the sheath. As reported, during insertion of the delivery system resistance was met at the mid-point of the esheath that was at the arteriotomy. Due to esheath angle outside of the artery, the valve frame appeared to be bent, and it was decided to remove the devices were removed. It was then noted that there was a small tear and bulging the esheath shaft that was outside of the patient, near the area where the esheath entered the artery. A new esheath, delivery system and valve were inserted and successfully deployed. Additional repair of the arteriotomy was needed at the end of the procedure to close the access site. After repair the carotid had patent flow (confirmed with doppler) with no visible issue. Per the team, the kink in the esheath most likely bent the strut. Once this resistance being met was too high the team performed fluoro in the area and noticed the frame damage. The team did not feel this was an issue with the equipment, but rather an issue with the entry angle of esheath, the delivery system angle and anatomy. The injury to the arteriotomy could have been from the sheath exchanges and/or the high push force resulting in esheath movement in and out of the artery and possibly due to the bent strut of the valve. The devices are not available for return.